Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. After the first attempt to have the device and components evaluated, the customer responded that after he got a replacement then the customer send back the old device. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filled box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.